Event description:
It was reported that the pt had his inflatable penile prosthesis replaced due to fluid loss in the right cylinder. Additional info has been requested, but not provided.

Manufacturer narrative:
Final device analysis: both cylinders were rated unsatisfactory. One cylinder had a leak from wear at the fold. The second cylinder has broken fabric threads and was bulging. The pump and reservoir both performed within specifications. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.